Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This device is not manufactured by zimmer biomet in the united states; however, we are filing this report as zimmer biomet manufactures a similar device in the united states under 510k number k042757. This report is number 1 of 4 mdrs filed for the same patient (reference 0001825034-2016-03988 and 04005 and 04009 and 04012).

Event description:
It was reported the patient enrolled in a clinical study and experienced pain in the left knee approximately three months post-implantation.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. Additional information indicated the pain was due to the patient dislocating which is reported in 1825034-2016-04009.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. UDI: (B)(4).